Event description:
A malfunction was reported by the customer, indicated by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support on how to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurrence of the malfunction code. The customer acknowledged these instructions.